Event description:
New information was received notes remote transmissions were received in (B)(6) 2025 and there was no indication of noise noted. The patient was just to continue being monitored remotely. There were no patient complaints or consequences.

Event description:
It was reported that noise, oversensing was observed on the implantable cardioverter defibrillator (ICD).